Manufacturer narrative:
The reported event was confirmed by review of the x-ray that was provided for investigation as the locking bar is displaced medially near the skin surface on the x-ray. The femoral and tibial components remain anatomically aligned. No osseous abnormality is identified. Review of the provided medical records determined that the initial op identified no complications during the surgical stay. The revision op notes confirm that the patient presented with pain and was subsequently revised. During the revision, the locking bar was found to be loose. Device history records (dhrs) were reviewed for anomalies/deviations and no anomalies/deviations were identified. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001825034-2018-09404. Concomitant medical products. Vngd ps tib brg 10x71/75mm item# 183640 lot# 746610. Unknown vanguard femoral. Unknown vanguard tibial tray. (B)(6). Customer has not indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient was revised due to the locking bar backing out. No additional information is available at this time.